Manufacturer narrative:
(B)(4).

Event description:
Additional information from the patient reported the circumstances that led to the patient pain at the stimulator site was the device was floating causing swelling, infection and discomfort to pain. Steps taken to resolve pain at the stimulator site was the patient was now taking smz/tmp ds twice a day for the infection and swelling. The patient may have to have a stitch or two to stop the device from floating. The pain at the stimulator site had been somewhat resolved, but it still impact the patient daily function.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported a staph infection at the implantable neurostimulator (ins) site in (B)(6) 2015. She was given oral antibiotics, two refills of sulfa, and the infection was taken care of. However, the ins incision scar was a blackish-red color and the area was painful. The patient stated that it hurt to sit on her hip wrong and it felt like the ins would go through the skin; it had not actually come through her skin though. There was a visible bump and she could see the ins through her clothes. This started bothering her about a week or so prior to (B)(6) 2015. The patient's indications for use were fecal incontinence and gastrointestinal/pelvic floor. The cause of the ins site issues and if any intervention was done was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
The patient called again and reported that she has always had "hospital staph" but any type of surgery makes the pre-existing staph infection flare up. Following the implant the patient's staph infection flared up and her healthcare provider (hcp) placed her on antibiotics. The patient then got another staph infection later on and had to go back the her hcp twice and be placed on strong antibiotics again. The patient also reported that the device site has always hurt and there is not a day that she is not in pain, but she can tolerate it. Additionally the patient stated that the device moves around and pokes out here and there. The patient stated that she can gently push it back so that she can sit down otherwise the implant is uncomfortable to sit on. The patient went on to say that she noticed that the device area had been leaking blood and pus and no there is a little scab over the device area. Patient status is unknown at the time of this report.

Event description:
Additional information was received. It was reported that the patient went to the local ER on (B)(6) 2017 and they saw the ins poking out. They advised the patient to go straight to their implanting doctor, and also to quit taking their smz/tmp ds 800-16 tab because they did not like the patient¿s ¿kidney count.¿ the following day, the ins was ¿weeping¿ more. The patient called their doctor and was told to come in early the next morning, (B)(6) 2017. At that appointment, it was decided that the ins would be explanted and replaced on (B)(6) 2017. It was also noted that the doctor had the patient start taking their meds again right away when they learned the patient had stopped taking them.